Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The device was evaluated on fresenius 2022. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.